Event description:
It was reported the pt was not feeling relief from his scs system but instead only feels an uncomfortable "zapping" sensation up on the ribs. The pt is to follow up with his physician for x-rays and eval to determine the next steps to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.